Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 2.2 mmol/l. Customer stated insulin dropped due to put in lot of carbohydrates. Customer stated they wanted to clear the blood glucose as it was dropping but did not took the remaining. Automode feature was unknown during the process. The insulin pump will not be returned for analysis.